Event description:
A customer contacted a baxter technical svc rep (tsr) regarding a system error 2240 alarm that appeared on the display of the home pt's homechoice machine during their automated peritoneal dialysis therapy. The home pt's (hp's) pt line became disconnected (the transfer set and pt line were disconnected). The hp was not connected at time of alarm. The tsr explained and cleared alarms. The hp will start over with new supplies and will let the rn know of pt line exposure. The hc is ok. No pt injury or medical intervention was indicated at the time of the initial report. The home pt's nurse was contacted and made aware of the 2240 alarm. The nurse confirmed there was no pt injury or medical intervention associated with this incident and that the pt has been continuing with therapy as usual.